Event description:
It was reported that the cot will not release from the fastener. The customer canceled their request for service and a device evaluation was not performed.

Manufacturer narrative:
User facility canceled their request for service.